Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), a 3-4cm imprecision occurred. No additional information was provided.

Manufacturer narrative:
A software investigation into the probable cause of the anomaly. The investigation was found to suspect that poor tracer registration techniques were the probable cause, however the probable cause cannot be confirmed. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.